Event description:
It was reported that, while in use on a patient, this 980 ventilator entered backup ventilation (buv). There was no injury to the patient.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator entered backup ventilation (buv). A review of the ventilator logs confirmed that the device entered into buv at the time of the reported event. The device was available for evaluation. The service personnel (sp) inspected the ventilator and identified that the delivery proportional solenoid (psol) requires replacement. The device is under repair. The cause of the event was isolated in the field to a potential fault in the delivery psol. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d9 was updated due to returned part section h6 evaluation code result (annex c) was updated due to analysis of returned part h3: device evaluation summary: was updated due to analysis of returned part medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator entered backup ventilation (buv). The device was available for evaluation. A review of the ventilator logs confirmed that the device entered into buv at the time of the reported event. The service personnel (sp) inspected the ventilator and replaced the breath delivery (bd) proportional solenoid (psol). The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. One bd psol was returned for further analysis. An external visual inspection revealed no anomalies. The psol was installed into a failure investigation test ventilator for analysis. The unit failed the leak test in est confirming the bd psol was faulty. The investigation determined if bd psol were to fail while in use on a patient, the ventilator response may be to enter backup ventilation (buv) or loss of ventilation (lov). The cause of the event was isolated to a faulty bd psol. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator entered backup ventilation (buv). There was no injury to the patient.